Event description:
It was reported that the implant site of the patient had a bacterial infection a week after the implant and the pacemaker system was explanted. Antibiotics were given to the patient. No additional adverse patient effects were reported.